Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 4.00mm x 220mm x 150cm coyote balloon catheter was advanced for dilation. However, during first inflation, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.